Manufacturer narrative:
Images were provided to gore and an evaluation showed the following: images provided are a post-implant, arterial phase only cta. Length from the left lowest renal to the proximal end of the circumferential device appears to measure ~ 16.4 mm. There appears to be a lack of wall apposition within the proximal 15 mm of the implanted aortic extender device. There appears to be a contrast-like density outside of the implanted device, aortic extender, however, contrast cannot be confirmed without a non-contrast CT. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoleak.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. A gore® aortic extender was placed as the most proximal device to exclude coverage of the trunk ipsilateral leg component. The patient tolerated the procedure. On (B)(6) 2020, follow-up imaging shows what appears to be a proximal type I endoleak. The physician plans to reintervene to place an additional aortic extender component proximally; but has not yet scheduled a date. There was no aneurysm enlargement or device migration reported. The cause of the endoleak is unknown.

Manufacturer narrative:
B6: height: 157cm, bmi 38.17 patient medical history includes but is not limited to: aaa, acid reflux, anemia, anxiety, arthritis, asthma, back problem, chest pain, chronic pain, copd, coronary atherosclerosis, eye problems, graves disease, history of mi, history of tobacco use, hyperlipidemia acquired, hypertensive disorder, hypothroidism following radioiodine, therapy, obesity, sinus bradycardia, syncope, thyroid condition, type ii diabetes mellitus well controlled. D11: patient medications include but are not limited to: acetaminophin, albuterol, albuterol-ipratropim , nebulized inhaler, brimonidine-brinzolamind opthalmic, senna s, irbesartan, levothyroxine, montelukast, multivitamin, nitroquick, sublinqual, omega 3, pantoprazole, lyrica. G4/g5: additional/corrected information.

Event description:
On (B)(6) 2020, the patient underwent reintervention for a proximal type I endoleak and aneurysm enlargement to approximatley 5cm. A gore® excluder® aortic extender component was placed proximally just below the lowest renal artery and resolved the endoleak. The patient tolerated the procedure.